Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing was performed and the device failed. The customer complaint of permanent out of range was confirmed, and the root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.